Manufacturer narrative:
Concomitant product: product ID: g151, crt-d, implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high impedance and intermittent capture and had possibly fractured. The patient had reported dyspnea and fatigue. The lead was capped and replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.